Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48 mg/dl. Juice was consumed to stabilize bg levels. Customer also reported that the pump fill estimate was inaccurate after loading a cartridge with insulin. Customer reported that bg levels were 168 (mg/dl) during this event and a bolus was delivered to address bg levels. Customer indicated current pump would continue to be used for back-up therapy.